Event description:
It was reported by service report that the scale was not accurate. After a functional check by a service tech using calibrated weights, there was no scale inaccuracy found. No pt involvement or adverse consequences are reported.